Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j1600308 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming successively during usage. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The stapler was returned with 26 staples left in the cartridge indicating that at least 9 staples were fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "jamming" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples were jamming successively during usage. There was no reported patient injury.